Manufacturer narrative:
The facility engineer cleaned the head drive brake assembly, but the head section continued to drift. A head drive brake kit was sent to the facility, but repairs have not been completed.

Event description:
Information received indicates the beds head section function drifts.